Event description:
It was reported that 6 bd micro-fine¿ pro pen needle were unable to deliver medication, and 2 were broken. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient has experienced some products where the drug solution did not come out after switching from microfine plus to pro. Six affected products are sent for investigation and the needle npe has been confirmed to be broken in two of them.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 bd micro-fine¿ pro pen needle were unable to deliver medication, and 2 were broken. The following information was provided by the initial reporter, translated from japanese to english: the patient has experienced some products where the drug solution did not come out after switching from microfine plus to pro. Six affected products are sent for investigation and the needle npe has been confirmed to be broken in two of them.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-june-2022. H.6. Investigation: six open 32 x 4 mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on three samples and a broken non patient end of cannula was observed on the remaining three samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.